Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a covid-19 at-home test negative and a pcr negative result. On (B)(6) 2023, the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2023, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2023, the consumer had a pcr test, at the cvs pharmacy, and the result was negative. On (B)(6) 2023, the consumer performed a covid-19 at-home test and the result was positive. The time the tests were performed was requested but not provided. The customer is healthy and had no symptoms. No treatment was been prescribed.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).